Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported they could not hold their patient programmer (pp) antenna in place because it would move out of place. They were trying to go from group a to group b and when he did he got a bad feeling in his head and could not keep still enough to switch it back to group a. At the same time, his settings went back to the clinician settings. He was at 4 and it went back to 1.5. The patient wanted to avoid that again and if it did occur, he wanted the antenna to stay in place so he could change it back. The patient had an appointment scheduled with his health care professional (hcp) to resolve his symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.